Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: right hip recurrent instability. Patient underwent rtha converted from resurfacing. Patient experienced three dislocations. A lot of bursitis and clear fluid evacuated. The surgeon could only get the hip to sublux and dislocate approximately 95 degrees of hip flexion and 45 degrees of internal rotation. Surgeon dictated that the poly liner was removed with complications. Hcp determines this is an error with the voice recognition software during dictation and should be without complications as no description of any complication is provided. The cup was approximately 50 degrees adduction and 15 degrees anteversion and appeared well positioned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: pt-106058 shell 58mm 483460; 51-104180 taprlc stem 2775667; 11-363664 35mm cocr head 530990. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04405, 0001825034 - 2020 - 04406.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a right hip revision procedure approximately six months post-implantation due to recurrent dislocations, subluxation, instability, and bursitis. During the procedure, bursitis and clear fluid evacuated. Liner was difficult to remove. Head and liner were replaced. No additional information is available.